Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and cap, as well as a dim and discolored display screen. This report is made based on results of investigation completed on 10/13/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the battery compartment was cracked below bumper pad. The display screen was dim and discolored. Additionally, the battery cap was damaged. Unrelated to the other reported issues, the keypad cover was peeling off at the base starting at the ok button. All of the keypad buttons responded normally. When the keypad cover was removed, no contamination was found underneath the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).